Manufacturer narrative:
Per -3250 initial report. Additional information, including device lot codes, post primary and pre revision x-rays, operative notes, patient medical history, an update on the patient following the revision and the patient age and activity level has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records shall be identified and reviewed.

Event description:
Trinity revision after approximately 2 years and 11 months due to the cup being loose and out of the original position due to the patient experiencing a fall.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, an update on the patient following the revision and the patient age and activity level was requested in order to progress with the investigation of this event, however, this information was not provided. The appropriate device lot codes were not provided and thus the relevant device manufacturing records cannot be identified or reviewed. Based on the information provided by the reporter, it has been concluded that the cup loosening and subsequent revision were due to the patient experiencing a fall and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 2 years and 11 months due to the cup being loose and out of the original position following the patient experiencing a fall.